Event description:
The hcp reported that the pt had been admitted for a cardioversion procedure related to atrial flutter; the bilateral dbs generators were turned off and amplitudes had been set to zero prior to defibrillation. After cardioversion, it was noted that the pulse generators had returned to factory settings (power on- reset), the devices were turned on and parameters were successfully re-programmed back to initial settings. The pt also experienced left-eye "persistent deviation" with stimulation on ( no symptoms with stim off), and right-sided facial twitch was noted when the generator was interrogated after cardio-version. After 10 minutes, the pt tolerated stimulation; there was no eye deviation of dystonia and all impedance readings obtained were acceptable. The pt tolerated the procedure well and had responded to verbal commands while still under light sedation. The pt was discharged to home the same day after successful conversion to sinus rhythm and in hemodynamically stable condition. Refer to MFR report #212207200703325.